Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique and bacterial peritonitis with culture positive for gram negative organism in a patient coincident with dianeal pd2 ambuflex therapy for automated peritoneal dialysis. On an unreported date, a break in aseptic technique occurred. In 2011 the patient experienced bacterial peritonitis. The cause of peritonitis was a break in aseptic technique. In 2011, the patient recovered from peritonitis. Treatment, action taken with dianeal therapy and outcome for break in aseptic technique were not reported. Medical history included end stage renal disease (esrd). Concomitant medications were not reported. The nurse believed that peritonitis was not related to dianeal therapy. A causality statement was not provided for the break in aseptic technique.